Event description:
It was reported the patient underwent mitral valve replacement in 2009, where this valve was implanted. The physician used an sjm valve holder when rotating the valve. Usually a physician/assistant holds a handle connected to the valve holder to stabilize the valve, but in this event, the handle was stabilized by a retractor device. While the valve holder was stabilized by the retractor, a nut fell off the retractor and into the patient's left atrium. The physician, assistants, and nurses didn't notice the nut in the left atrium and finished the procedure. Postoperative cineradiography revealed the nut in the left atrium. The nut was removed from the left atrium after placing patient back on bypass.